Event description:
Customer reported magnesium IV was hung as secondary infusion. Secondary tubing clamp was opened and entire medication ran into the primary bag. The pt was not harmed. Facility reported pump in use was determined to be fully functional and not part of the event. Although requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The set was received. Investigation is not complete. A f/u report will be submitted with any new relevant info.